Manufacturer narrative:
Philips service replaced the power supply (power supply x00001b) and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a stand movement issue resolved by psu replacement on an allura cv20. The clinical use of the system was in use. There was no reported patient or user harm.